Event description:
It was reported that during an im salvage procedure, a guide wire fracture occurred. Vascular access was obtained via an ipsilateral femoral approach. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified tibia media. This 182cm pt graphix guide wire was selected; however, during advancement inside the tibial artery, the guide wire broke at the distal segment outside the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Examination of the returned complaint device revealed that the device was returned fractured in two sections. Part#1 (proximal) is severely kinked along the body; and part#2 (distal) presented with the body and the distal tip severely kinked. All outer diameter measurements were within specification. The two samples were sent to the mtac lab for analysis. The mtac returned the following results; failures on both samples occurred due to a cyclic bending overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an im salvage procedure, a guide wire fracture occurred. Vascular access was obtained via an ipsilateral femoral approach. The 70% stenosed target lesion was located in the non-tortuous and mildly calcified tibia media. This 182cm pt graphix guide wire was selected; however, during advancement inside the tibial artery, the guide wire broke at the distal segment outside the patient. The procedure was completed with another of the same device. No patient complications were reported.